Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient experienced a great amount of procedural pain after the trial procedure. The patient was given pain medication and the leads were removed.